Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with test results from results obtained of lo; customer was also concerned with results obtained of 182 and 131 mg/dl. The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The customer's test strips are expired: customer stated he does not test his blood very frequently and never realized his strips were expired. The test strip lot manufacturer¿s expiration date is 12/23/2022 and open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: lo date: on (B)(6) time: 5:33am fasting, result 2: lo date: on (B)(6) time: 8:35am fasting, result 3: 182 mg/dl date: on (B)(6) time: 8:33am fasting, result 4: lo date: on (B)(6) time: 9:28am fasting, result 5: 131 mg/dl date: on (B)(6) time: 10:27am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips (expired) were not returned for evaluation. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.